Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that the system repeatedly booted up with error 319 on universal surgical manipulator (usm) 3. Error 319 was also found in the system logs pointing to usm 3. The fse replaced usm 3 and ran the diagnostic test engineering (dte) tests. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system a failed normal mode as it triggered 319 error. Remote fe logged errors 319 and 1126. When the rolling loop fiber was exchanged with a new one, error no longer occurred. When the original rolling loop fiber cable reinstalled, error 319 came back. When the unit tested on a patient side cart (psc) fixture test platform using a new rolling loop fiber, it passed all required tests.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the universal surgical manipulator (usm) 3 was faulting. The site was in the process of rebooting the system at the time of the call. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 319 reported by the axes controller carriage (acc) board in universal surgical manipulator (usm) 3. The tse had the site perform several hard power-cycles along with an emergency power off (epo), however, the issue persisted. The tse then assisted the site with undocking usm 3 and moving it out of the way. It was noted that the site needed all four usms for the case, but after discussing with the surgeon, they would attempt to complete the case with the other three usms. The procedure was completed as planned with no reported injury.